Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump has physical damage. Customer stated that the insulin pump has cracked on the case around the reservoir compartment and by the display window and the battery cap is cracked also. Customer reports that she has been experiencing low blood glucose between 31 mg/dl and 49 mg/dl and is concerned that the damage could be affecting the performance of the device. Current blood glucose level 49 mg/dl. Nothing further reported.